Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the ipg using the charger or programmer. Reportedly, the ipg had been inoperable for approximately two months. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which the ipg was explanted and replaced. In addition, the new ipg was moved to a different location for patient comfort. Effective stimulation was restored post-operatively.